Event description:
Pt in cardiac arrest was found in the care of the bls unit. The bls unit had placed fr2 AED with no shock advised. The als unit attached their zoll m series via adapter and telemetry was sent to medical control. The pt converted to vfib and 2 shocks were delivered. After the 2nd shock, the monitor screen went blank. The battery was changed with no results. The pt was switched back to the fr2 AED with no further shocks advised. The pt was transported to the nearest hospital, where pt was pronounced.